Manufacturer narrative:
The device was returned without any specific malfunction allegation. Final analysis revealed both atrial and right ventricular setscrews were backed out of their connector blocks as a result of unscrewing the setscrews too far. The setscrews were also stripped and contained septum material inside the hex cavity. The backed-out setscrews prevented full insertion of the torque driver and was the cause of the reported event. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
Related manufacturer reference number: 2017865-2023-22152. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead were explanted for unknown reasons. No further information was provided.